Event description:
Customer reportedly obtained a result of 169 mg/dl on the compact system and subsequently went into a seizure. The customer was given a glucagon shot and tested 185 mg/dl after the shot. Level 1 qc was used and fell within acceptable limits. Requested return of suspect system and replacement was sent.